Event description:
Itching skin, rash, brown moles, bloody blisters over entire body. Discoloration of skin and rash on neck and chest. Neck and head pain on left side of body. Daily heartburn, daily upset stomach, loss of weight, lack of sleep and total fatigue. Please note: skin allergies started to appear two days after pacemaker implant. Dates of use: 2006. Diagnosis or reason for use: irregular heart beat.